Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed off no power and that the customer was unable to rewind the device. The customer did not remember his blood glucose reading. The customer's relative stated that the device would not let her select reservoir setup; she attempted to navigate through the status screen but was unable to read the screen well. The call was dropped unexpectedly. Nothing further reported.